Event description:
Customer reported the monitor is only displaying black and white snow (static). No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor. System operates as intended.